Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device for surgical care (suro) unit had black screen and not responded to power cycling and unplugging the customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a completely black screen and was not responsive to power cycle and unplugged. A field service engineer found that the half-height board holding down the station. The fse reseated the connection and rebooted and recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device for surgical care (suro) unit had black screen and not responded to power cycling and unplugging. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.